Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and associated implantable transvenous defibrillation lead exhibited episodes of oversensing of noise on the rate/sense and shocking channel resulting in pacing inhibition. All of the rv lead diagnostics were normal the impedance measurement was 520 ohms and the pacing threshold was 0.8 mv. Additionally, the physician reported that the patient had pulmonary embolism. Due to the patient's medical condition the physician was inquiring and requested that a software fix be made to correct when the leads are reversed in the header.